Manufacturer narrative:
Additional contact info: (B)(6). A getinge field service engineer evaluated and replaced the front end board. All testing was completed, which was done at the same time. Unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint part was received with a reported failure of the blood pressure port being bad. Performed a visual inspection found the part to be in good condition but upon further evaluation it was found to be bad. The blood pressure port would not allow the connector to fully insert. Confirmed the reported failure but no root cause identified. Due to the physical damage, this board will not be sent for further evaluation. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unrelated maintenance performed by getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) had bad bp connection jack. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).